Event description:
It was reported that during a da vinci si surgical procedure the 5mm cautery hook a-sure accessory broke and fell into the patient. The accessory fragment was retrieved and the planned surgical procedure was completed. No patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The accessory was returned and evaluated. Per the customer reported complaint engineering found the metal hook to be detached from the plastic sleeve. The washer that goes in the sleeve is missing. The sleeve can be screwed onto a monopolar cautery instrument indicating the threading is within specification. Engineering concluded the hook was likely pulled away from the sleeve causing the breakage.